Event description:
A surgeon reports performing a lens exchange on a patient due to the patient's complaint of seeing a dark shadow. The day following the lens exchange, the symptom had resolved. However, two weeks following the exchange, the patient complained of the same symptom.